Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was not completed because the serial number was not provided. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming error code 10 persistently. They stated that this resulted in a two-day delay of therapy and that while they do have the supplies to supplement the patients' feedings, the patient is sensitive to the rate of feeding. A nurse at their provider advised them to take the patient to the emergency department to receive their feeding. They stated that they had been seen and were sent home after they received a feeding. Mmd did follow up with the initial reporter and they reported that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. [Complaint- (B)(4)].